Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.053 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that during a follow up an error message was displayed "voltage too low for projected capacity" was observed. It was noted that the patient will be called for a follow up. No adverse patient effects were reported. A review of the data by engineering noted that the low_voltage fault, first declared on (B)(6) 2013, is appropriate. There no other suspicious faults or resets stored within device memory. The voltage has recovered to 3.032 volts, therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning. The device should be replaced and returned for analysis. Using historical daily battery voltage measurement data, the estimated daily device power fluctuations. The power fluctuations appear random, intermittent. This behavior is unpredictable. At this point, the battery has a significant reserve capacity. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 14 days time. Engineering concluded that the device is malfunctioning and must be replaced within 14 days. At this time the system remains implanted. Additional information was received which noted that the device was explanted and will be returned. Upon analysis this investigation will be updated.